Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flouro was not possible when stepping on pedal. Since the customer account was on hold, no work was performed. The troubleshooting actions were performed in the subsequent case (smax ID (B)(4) where the footswitch had been dislodged from the base of the patient support and secured the footswitch back onto the patient support. The fse found that one of the posts securing the footswitch has been damaged and planned to order a new footswitch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not flouro when stepping on pedal. No harm was reported to philips. Philips has started an investigation of this complaint.